Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. The device's event history log was reviewed for evidence of the reported problem and found nothing. To conduct functional testing a flow test was conducted. Upon review, the reported problem was duplicated. It was determined the loose q1 chip on the plunger pcb was the root cause. The plunger pcb was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device exhibits syringe plunger not in place and could not calibrate. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.